Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the ins being too close to the skin issue was resolved after the revision. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the reported that the ins had shifted. They went in and fixed it by putting it deeper. The patient stated that it now felt good and had no problems. There were no further complications reported or anticipated.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins pocket was revised deeper after the ins moved and came too close to the skin. The patient confirmed the ins pocket was revised deeper on (B)(6) 2018. No patient symptoms were reported. No further complications were reported.